Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) showed vertical lines across the cardiac compass which appear when the atrial fibrillation (af) detections are turned off. The icm remains in use. No patient complications have been reported as a result of this event.